Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1066 - envision ide, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant with a large flexnav delivery system and large navitor loading system. A pre-dilatation balloon valvuloplasty was performed with a 22mm bard true dilitation balloon. During procedure, the valve was fully resheathed one time due to implant height too high. Valve position was confirmed with frame parallax removed via cineangiography at 80% deployment using cov and alternative view. After successful valve implant, it was reported the final implant depth was 4.03mm from the noncoronary cusp side and 5.44mm on the left coronary cusp side. It was then reported after procedure on (B)(6) 2024, the patient experienced complete heart block (chb). Electrocardiogram on (B)(6) 2024 confirmed chb and sinus tachycardia. A decision was made to implant a permanent pacemaker on (B)(6) 2024. After additional hospitalization stay, the patient was discharged on (B)(6) 2024.

Manufacturer narrative:
An event patient effects of heart block and tachycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported heart block and tachycardia could not be determined. The reported hospitalization and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.